Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a minimum fill notification occurred. After the user filled the cartridge with (B)(4) units of insulin, during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue. Therefore, no additional information was obtained.